Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 12th distal stent segment with struts raised. The inner lumen patency was verified. Deformation was evident to the distal tip. (B)(4).

Event description:
The physician intended to use an endeavor sprint drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 80% stenosis in the mid circumflex artery. The lesion was pre-dilated. It is reported that stent deformation occurred in vivo during positioning/advancement. Resistance was encountered when advancing the device. Excessive force was not used during delivery. There is no patient injury. The physician used the same size device to complete the procedure.